Event description:
Attorney reported: in 2005 - patient underwent surgery to repair an incisional hernia. A bard composix ex mesh path was used to repair the defect. As a result of the hernia patch, the patient was caused to suffer, among other injuries, product failure, severe infection, intestinal fistulas and caused to sustain severe and permanent personal injuries, pain, suffering and emotional distress. The severe infection and intestinal fistulas sustained by the patient was due to the hernia mesh patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional information becomes available.